Event description:
It was reported that the patient was experiencing increased spasticity, which it was also noted could have been due to a normal multiple sclerosis (ms) ¿flare-up¿; however, the health care provider (hcp) wanted to have the pump checked. The patient was in the hospital and had two magnetic resonance imaging (MRI) studies of the pump in the last week. The pump was interrogated after the MRI¿s and the pump logs noted normal stall and recovery entries. It was noted that the pump appeared to be working normally since it had recovered as expected. Troubleshooting options were discussed for the patient¿s symptoms. The caller stated he thought the physician used lioresal baclofen, but this could not be confirmed. Additional information received reported that the patient was on a dose of 400 mcg/ml of lioresal. There was no additional troubleshooting performed, and the patient was noted to be doing well. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient was given an MRI scan and c-spine as an inpatient due to new symptoms as an outpatient. The pump was interrogated to ensure it was on after the MRI. It was noted that the patient had worsening on exam due to severe brain infection pml (progressive multifocal leukoencephalopathy. The patient outcome was reported as ¿non-serious injury/illness¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).